Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported that there were loose power ports on the controller. The controller was exchanged. There was no impact to the patient.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously sub mitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections a2, d4, d10, g1, g4, g7, h2, h3, h6, h7, h9 and h10 have been updated accordingly. Correction: b7. Two controllers and two batteries were returned for evaluation ((B)(6)). Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices (both controllers and batteries) met all requirements for release. The reported events were confirmed through visual inspection and functional testing as follows: the alarm log files from (B)(6) revealed one power disconnect alarm recorded on (B)(6) 2015 with an invalid saw value of "0xff00", which is related to noise between the battery and the controller communication line. The batteries connected at that time were (B)(6) in ps-1 and (B)(6) in ps-2. This controller had not been upgraded to smr. The alarms log file analysis for the same controller ((B)(6)) also revealed two critical battery alarms, suggesting a communication error between controller and batteries. It should be noted that the batteries suspected of critical battery alarms ((B)(6)) and mentioned in this complaint were not involved in such events. Additionally, according to the (B)(6)'s data logs, there were multiple premature battery switches taking place, which could be related to communication failure or could have been caused by the user. Said premature switches involved the following batteries: (B)(6) reported failure (loose connector) was confirmed visually. The power port 2 connector was slightly loose. However, the controller still performed as intended. The manufacturer is currently investigating the cause of loose connectors. (B)(6) were not involved in any of the critical battery alarms. The most likely root cause of the reported event (power disconnect and critical battery alarms) can be attributed to a communication error between the controller and the batteries. The most likely cause of the loose connector in (B)(6) can be attributed to a shift in the manufacturing process. This is four of four reports (3007042319-2015-04147, 3007042319-2015-04148, 3007042319-2015-04149 and 3007042319-2015-04150) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Updated sections: d1, g4, g7, h2, and h10. Corrected: g3. G3: please disregard the report sent as follow-up # 3 under this MFR (3007042319-2016-04150), as there was a "mix up" with an older MFR #, 3007042319-2015-04150. This report, follow-up # 4, is an amendment and correction in order compromise the issue with the two mfrs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported event of a loose power port assembly was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that device failed visual inspection due to a loose power port 1 (ps1) connector with a displaced o-ring gasket. Further analysis revealed that the power port locknut was found loose internally. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware has an open internal investigation to evaluate the anomalies of loose connectors heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.